Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 590 mg/dl with high ketones; cause was unknown. Additionally, the customer was experiencing a stomach virus. Customer attempted to bring bg level down by delivering a bolus and checked ketones. Additionally, the customer went to the emergency room (ER) where unspecified fluids were administered, as well as unspecified tests, while the customer remained under observation. Upon leaving the ER, the customer's bg value ranged from 390 to 400 mg/dl, however was still experiencing dka and lethargy. The customer was subsequently admitted to the hospital where an insulin drip was used to resolve the issue, along with being monitored for ketones and bg level. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved.